Manufacturer narrative:
Reference record (B)(4). The device involved in the event was not returned and the device disposition is unknown; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.   A stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced stoma site discomfort, redness, small amount of blood, yellow drainage, and infection. The patient was treated with oral antibiotic, clindamycin 300 mg capsules for two weeks.